Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that the patient's blood vessels were tortuous and calcified, but the customer was able to insert the intra-aortic balloon (iab) into the aorta. An unknown malfunction occurred and a new iab and an 8 fr sheath of 25 cm were inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site postal code - (B)(6). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). H3 other text : device not returned.